Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed error code. It was noted on analysis that the main printed circuit board (pcb) was out of specification electrical and that the encoder assembly was damaged. All found defective parts were replaced and all other identified issues were resolved as necessary. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code that would not clear. The product was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.